Manufacturer narrative:
The original complaint was that the device will not turn on, even after battery replacement. Once the device was received from the user, the batteries were tested and found to be fully depleted. Therefore, the device would not turn on. Once the batteries were replaced, the device turned on but was found to be automatically scanning, without contact to the electrodes. It appeared that there was a switch under the electrodes that was being pressed down on which allowed for the full scan to take place and then power off. The device was opened for a firmware update and after updating, the device was functioning as intended. Opening the device appeared to lift the switch that was being pressed and the device was no longer auto-scanning.

Event description:
The device will not turn on, even after battery replacement. The device requires two aa batteries to function. Upon further evaluation of the device, both aa batteries were depleted. However, once the batteries were replaced, the device was found to be automatically scanning - the device would initiate and continue a scan without patient electrode contact from the user, complete the scan, and power off.